Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered and did not terminate insulin therapy when customer¿s blood glucose (bg) level was trending down. Customer's blood glucose ranged from 61-195 mg/dl. Reportedly, customer continued to use pump for insulin therapy.